Event description:
Additional information was received on 2017-01-05 from the manufacturer representative reporting that it was unknown when the patient first started to experience the implantable neurostimulator (ins) heating. It was reported that the manufacturer representative spoke with the patient about the rapid ins depletion and clarified that even when the battery was not in use that it was checking itself and would slowly deplete. The patient clarified the time frame and it was depleting over a matter of 3-4 weeks with little usage. The patient had thought that this was weird. The manufacturer representative spoke with the patient and explained that it was normal. The patient was appreciative and dropped the complaint. The heating complaint was not mentioned again. The manufacturer representative reprogrammed the system and the patient seemed happy. The manufacturer representative opened up the rate and pulse-width parameters too because the patient seemed competent enough to operate with increased choices. The manufacturer representative collected the manufacturer date from the battery and told the patient that they would send it in for review; however, the patient told the manufacturer representative after their explanation that they were no longer concerned about the battery rapidly depleting. It was reported that the cause of the issue were unknown to the manufacturer representative. The ins rapidly depleting, ins heating, possible lead migration, and stimulation coverage change were reported to be resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-75, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3777-75, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient charges the implantable neurostimulator up to full and the next time that she goes to check the implantable neurostimulator, the battery is depleted. The patient isn't using the device much as she feels that the leads may have slipped in the occipital space. The stimulation coverage was not the same and the implantable neurostimulator was draining when not in use (implantable neurostimulator turned off). This was considered a gradual change in therapy starting in about 2015. The patient inquired if it was normal for it to get hot (when recharging, and also when not recharging).

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3777-75, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2017. The patient reported that their neurostimulator (ins) battery was draining fast all by itself for the past 6 months. The patient reported that a manufacturer¿s representative (rep) tested the ins but she had not gotten the results of that. No further complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3777-75, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that her neurostimulator (ins) had not been holding a charge. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from health care professional (hcp). Hcp said the ins not holding charge was patient reported they have not seen the ins not hold charge. Additional information was received. Manufacturing representative (rep) indicated that the reason for the call was because patient believed their implantable neuro stimulator (ins) was depleting faster when it was off as opposed to when it was on. Programmer stats showed patient last charged (B)(6) 2017 and it was after this date through approximately (B)(6) 2018 that patient felt their ins was depleting quickly even though it was off. Described process of ins going into overdischarge and reviewed this was likely what the patient was referring to since rep indicated that the patient has been using ins 100% in the last 2 weeks since reset and it is just now reaching 0%. Rep indicated that it appears the ins is functioning normally since the reset. Again reviewed that ins will go into overdischarge if not charged (even when ins is off) and this appears to be what patient is referring to since they are claiming that ins depleted quickly while being off between (B)(6) which is when the device was slipping into overdischarge.